Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544230 hemolok ml clips 6/cart 84/box was received used, opened without original packaging, lot # was not confirmed. During visual inspection the cartridge was received without clips placed in slots, four loose clips (open clips); three clips in good condition; no damage, one clip received with damage; hook is bent. Failure mode not closing was confirmed with one clip. However; it is unknown why the hook clip is bent. Functional inspection: loose clips (3) in good condition were placed manually in slots of the cartridges to perform the functional inspection, then 3 clips were loaded into the clip applier p/n 544171, batch # (B)(4); the 3 clips were loaded properly/correctly into the clip applier, no quality issues were found. The 3 clips were closed (closure test); the clips were properly/correctly closed. No quality issues were found, failure mode "not closing" reported by the customer was not able to be duplicated with samples available (3 clips). Although; the failure mode "not closing" was confirmed with one clip during visual inspection, the root cause for this issue is considered unknown; since the clip looks used; hook clip is bent. In other remarks: addition, a functional inspection was performed with remaining clips received; three clips in good condition, the devices worked properly. Failure mode not closing could not be duplicated with 3 clips. Therefore, a corrective action is not required at this time. However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the clip cannot be closed after ligating the vessel. They changed to another lot to complete the surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot number 73e1400184 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip cannot be closed after ligating the vessel. They changed to another lot to complete the surgery. The patient's condition was reported as fine.